Event description:
It was reported the pt's ipg location was uncomfortable. F/u identified the physician successfully re-located the ipg which resolved the pt's issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.